Event description:
Vns patient underwent generator explant surgery due to infection. It was reported that the patient was started on felbatol around the time of initial implant surgery. The patient reportedly had reaction to the felbatol and subsequently scratched at the incision site which then became infected. The generator was explanted and the patient is now scheduled for reimplant. Review of manfacturer records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Further follow-up revealed that the infection was present at the pulse generator/pocket. The infection was treated with antibiotics and explant of pulse generator only. The infection has been resolved. The pt underwent generator replacement surgery and is reported to be doing well post-op.